Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the pump did not find any exterior anomalies. Functional analysis of the pump confirmed the pump successfully primed and flowed within design specifications. No issue found with this pump. Internal complaint number: (B)(4).

Event description:
Reporter stated that the patient's pump was replaced and the original was returned for investigation.

Manufacturer narrative:
Pending confirmation of replacement surgery and potential device return for analysis. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Internal complaint number: (B)(4).

Event description:
Reporter contacted technical solution to report a patient's pump that had multiple underinfusion volume discrepancies. Initially, the patient was complaining of a lack of pain relief. A cap study was performed and the physician aspirated from the cap and then injected dye while observing under fluoroscopy. They inserted dye into the cap and ran a bolus to confirm fluid flow. The catheter was deemed to be patent. Approximately a month later, an underinfusion volume discrepancy was observed. The expected volume was 4ml, and the actual aspirated volume was 18ml. Approximately a month after that, another underinfusion volume discrepancy was observed with the expected volume being 4ml and the actual aspirated volume again being 18ml. Approximately another month later, a third underinfusion volume discrepancy was observed. The expected volume was 4.9ml and the actual aspirated volume was 19ml. Another dye study was performed a few days later. The physician stated that they were able to easily aspirate through the cap, and aspirated some dye from the last cap study. Physician stated that they added dye using a 3 cc syringe and ran a prime stem and catheter under fluoroscopy. Physician reported that they were able to hear the valves clicking with a stethoscope, but did not see much dye leave the cap. The physician believes that the pump is not functioning properly, and plans on scheduling a replacement soon.